Manufacturer narrative:
Follow-up #1: date of submission 04/13/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. The cartridge was cycled and filled successfully with no air bubbles formed inside the cartridge. A cartridge leak test was performed and no leaks were noted from anywhere on the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a site/set/cart(air bubbles/leak) issue. There were reportedly air bubbles present in the cartridge. There was no indication that the product caused or contributed to an adverse event. This is not reportable because this issue meets EU regulations exclusion criteria 5.1.3.4; protection against a fault functioned correctly.